Manufacturer narrative:
The ibp assembly and pca ibp connector adapter were replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on expression patient monitor (mr400) indicating that during bench repair it was identified that the ibp assy and ibp-2g connector were bad. It was indicated that the ibp readings were bad. The device was not in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by bench repair service personnel which included functional testing. The results of the analysis revealed that the ibp readings were bad. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a bad ibp assembly and ibp-2g connector. The issue was resolved by replacing the ibp assembly and pca ibp-2g connector adapter. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on expression patient monitor (mr400) indicating that during bench repair it was identified that the ibp assy and ibp-2g connector were bad. It was indicated that the internal blood pressure (ibp) readings were incorrect. The device was not in use on patient at time of event, there was no adverse event reported.